Manufacturer narrative:
(B)(4). The boston scientific sales representative indicates that the device will not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker displayed intermittent sensing, high out of range pacing impedance measurements and loss of capture. Asystole was noted but was less than two seconds. The right atrial (ra) was fractured and was surgically abandoned. This device was explanted. No additional adverse patient effects were reported.